Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the health care provider by e-mail that the customer's device had a keypad anomaly. The customer's blood glucose level was unknown. The customer was informed that the product would be replaced. No further details were provided.